Event description:
On 9/25/04, the pt's daughter called on her behalf alleging that the pt's one touch basic enhanced meter was reading inaccurately low. The medical affairs specialist spoke with the rptr on 9/28/04. The mas attempted to reach the pt's other daughter by phone for add'l info. As there was no answering machine to leave a message, the mas sent a letter. In 2004, at approx 6:52 am, the pt obtained results of 20 mg/dl and 23 mg/dl on the reported meter. She retested and obtained a result of 27 mg/dl. The pt experienced symptoms of nervousness after testing with the meter. The pt took insulin after the attempted use of the meter; however, the rptr was not able to provide info about the type and dosage of insulin taken by the pt. The pt was in another city, with her other daughter at the time of concern. The pt's daughter took her to the hosp emergency dept where she rec'd no treatment. The customer svc rep confirmed that the pt used correct technique in cleaning the puncture site and applying blood to the test strip. The pt was not cleaning the meter according to the owner's manual. The csr walked the rptr through conducting a check strip test, which fell within the specified range. The test strips were not expired and had not been opened longer than the discard date. However, the csr discovered that the test strips had discolored membranes. There is insufficient info to confirm that the pt experienced injury or medical intervention. Based on the noted discolored test strip membranes, there is an indication that the prod malfunctioned and that the event meets the criteria for a medical device reportable. The meter, test strips, control solution, and check strip were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet rec'd them. If either the meter or strips are returned, lifescan will eval it/them, and if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.